Event description:
The customer contacted stryker to report that their device failed to complete the boot-up cycle while powering on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer declined the request to return the device for investigation. The cause of the reported issue could not be determined. H3 other text : device not evaluate by the manufacturer

Event description:
The customer contacted stryker to report that their device failed to complete the boot-up cycle while powering on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.